Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Affiliate is reporting to us that the patient underwent a successful shoulder procedure (arthroscopic or open not defined) with the use of a lupine br anchor(s); amount not defined, for fixation on (B)(6) 2008. At some point subsequently; date undefined, the patient presented; symptoms not defined. On (B)(6) 2009, it was somehow determined that the anchor(s) had failed; pulled out / broken, not defined. They also talk about "cyst" formation, we assume at or around the anchor site. A re-surgery was undertaken on (B)(6) 2009, at which point the surgeon used another fixation device(s) for remedy; it is not clear what was done about the original fixation device, and if this procedure was arthroscopic or open. At this point in time, the patient is recovering and in the liability mode.